Manufacturer narrative:
B5 - describe event or problem: updated.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the left anterior descending artery. A 2.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the the front end of the stent was deformed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the stent struts/material itself was deformed.

Manufacturer narrative:
B5 - describe event or problem: updated. Device evaluated by MFR.: a promus element plus,mr,ous 2.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage with struts bunched distally. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the left anterior descending artery. A 2.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the front end of the stent was deformed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the stent struts/material itself was deformed.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the left anterior descending artery. A 2.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the front end of the stent was deformed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.